Manufacturer narrative:
B2: date of death - estimated as (B)(6) 2023, as this is the year that the comment was made and no other information regarding the date of death is known. B3: date of event - estimated as (B)(6) 2023, as this is the year that the comment was made and no other information regarding the date of event is known. D6a: implant date- estimated as (B)(6) 2023, as this is the year that the comment was made and no other information regarding the date of implant is known.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that a cerebral vascular accident (cva) and death occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. When the patient returned home, they experienced a massive stroke and died.